Manufacturer narrative:
An event regarding disassociation involving a ceramic head and accolade stem was reported. Through the medical review malposition of the shell was confirmed. Method & results: -device evaluation and results: not performed as the device remains implanted. -medical records received and evaluation: a medical review was performed and concluded "no evidence is available to suggest that device-related factors have played a role consistent with the description of the failure scenario and the normal appearance of the femoral head on the explant photograph. This pi case is not device-related." [...] "Cup malposition in very low inclination of 22° contributed to a much increased dislocation risk, triggered by the patient¿s gardening activity. Once dislocated, the hip was so far dislocated in proximal direction that attempts at closed reduction failed due to the femoral head becoming entrapped behind the sharp exposed rim of the cup in malposition resulting in disassociation of the head after further traction on the leg." -device history review: not be performed as the lot number was not reported. -complaint history review: not be performed as the lot number was not reported. Conclusions: a medical review was performed and concluded that "cup malposition in very low inclination of 22° contributed to a much increased dislocation risk, triggered by the patient¿s gardening activity. Once dislocated, the hip was so far dislocated in proximal direction that attempts at closed reduction failed due to the femoral head becoming entrapped behind the sharp exposed rim of the cup in malposition resulting in disassociation of the head after further traction on the leg." There was no evidence of a device related issue. No further investigation is required at this time. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Rep reported revision surgery of ball disassociated from stem of left hip due to a gardening activity.